Manufacturer narrative:
The device was evaluated by zoll medical australia. The customer's report was duplicated and attributed to the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was sent to zoll medical corporation for further testing. The customer's report was verified and attributed to a defective top ECG shield on the analog board. The analog board was scrapped after testing. Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.